Manufacturer narrative:
Corrections: b4 date of this report added, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, d4 unique identifier (UDI) number, g1 contact office, and manufacturer site, and g6 type of report. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales rep that the patient is getting headaches when wearing the stimulator. She has taken it off and tried again and says the headaches come right back. Called the patient who stated within the first few minutes she gets a headache. She took tylenol and could only wear it for 30 minutes. Patient stopped for a few days then tried again and the headaches started back up. Patient told her doctor and he advised her to call the sales rep. Advised patient to stop wearing the unit and call her doctor and see if the opak would be a better option for her. Nothing was shipped to the patient at this time. No additional has been received at this time. The bone healing system was not returned for evaluation.

Event description:
It was reported by the sales rep that the patient is getting headaches when wearing the stimulator. She has taken it off and tried again and says the headaches come right back. Called the patient who stated within the first few minutes she gets a headache. She took tylenol and could only wear it for 30 minutes. Patient stopped for a few days then tried again and the headaches started back up. Patient told her doctor and he advised her to call the sales rep. Advised patient to stop wearing the unit and call her doctor and see if the opak would be a better option for her. Nothing was shipped to the patient at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.